Manufacturer narrative:
The insulin pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected loss power anomalies noted. No unexpected weak signal alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report low and high blood glucose readings. Customer's blood glucose reading ranged from 27 to 400 mg/dl; customer treated the low reading with food, and the high reading with a manual injection. Customer reported damage to the rubber ring that goes inside the battery compartment. Customer reported an off no power alarm without a prior low battery alert. Customer also received a weak battery alarm after changing the battery. Customer performed the displacement test and it passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was replaced and will return for analysis.